Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. The customer stated that when they program a bolus, the pump was giving them a larger amount. The customer used food to treat the lows. Troubleshooting was completed but did not resolve the issue. The customer also reported battery longevity issues. The insulin pump will be returned for analysis.